Manufacturer narrative:
The investigation for the vascular damage and the introducer damage has been completed. No product was returned for evaluation. Clinical details noted that the vessel dissection occurred prior to graft anastomosis to the artery. A repair was required. Additionally, first introducer sheath used experienced bleeding at hemostatic valve to shaft connection and damage was noted. No excessive force was noted and best practices were followed. The root cause of the vascular damage peripheral vessel could not be determined as limited clinical details were provided. The failure mode access site bleeding is more applicable in this case as there was bleeding reported from the rim of the hemostatic valve. The root cause of the access site bleeding major is most likely due a damaged valve, however the specific location and cause of the damage is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a impella 5.5 pump delivered for the support of the patient with microvascular decompression/coronary artery disease in need of coronary artery bypass graft. The first impella sheath that was placed had bleeding near the rim of the hemostatic valve. It appeared to broken. Therefore, a new one was placed. The impella was prepped and placed without an issue. The procedural outcome was the patient survived the surgery.